Manufacturer narrative:
Results: other (ferrite bead shifting out of its normal path and coming in contact with the cable). Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that a cable, which has an attached ferrite bead, shifted out of its normal path and came in contact with the ECG cable causing damage to the cable, resulting in ECG noise. Replacement of the cable resolved the failure. The device was repaired and returned to the customer.

Event description:
The customer indicates that the ECG signal is noisy. No harm to patient.